Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned to the manufacturer at the time of this report. No photo of the alleged defect for review with this complaint. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. No corrective action can be established at this moment since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of alleged defect reported, it is necessary to evaluate the device involved on this complaint. If device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.

Manufacturer narrative:
(B)(4). (B)(6) has reported that the package containing the sample was damaged in transit and discarded; therefore, an investigation could not be performed.

Event description:
Customer complaint alleges that the aquapak adaptor was broken, and as a consequence a leak appeared. It is unclear if the alleged issue occurred during use. There is no report of patient involvement. There is no reported injury or delay in treatment, to any patient.